Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-06360. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, rupture.

Event description:
Patient reported right side "pain and advised that their devices are dissolving", "implants are now defective, cause pain and must be removed for medical reasons". Patient reported later "capsular contracture baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported right side "pain and advised that their devices are"dissolving". Patient's reported later "implants are now defective, cause pain and must be removed for medical reasons". Patient's reported later "capsular contracture baker grade iii". Devices has been explanted. Device was not received.